Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported multiple sensor error alerts and stated that one of the sensors had blood on it when he pulled it out. The blood glucose reading was 135 mg/dl. The sensor error alerts occurred after initialization. Customer stated that the sensor appeared to be fully inserted and flat against the skin. Customer stated that there was no damage on the connection bridge or pins. Customer declined troubleshooting for blood at the site. Nothing further was reported.